Event description:
The customer observed falsely depressed results for multiple assays for 2 patients on the architect c4000. No results reported out. The customer repeated on another analyzer with expected results. The following data was provided: sid (b)(.6) k+ 1.9 mmol/l repeated 3.7 (normal range 3.5 ¿ 5.1). Calcium 5.4 mg/dl repeated 8.5 (normal range 8.4 ¿ 10.5). Sid (B)(6). Na+ 100 mmol/l repeated 139 (normal range 136 ¿ 145). K+ 1.2 mmol/l repeated 3.9 (normal range 3.5 ¿ 5.1) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting to resolve the issue. During that troubleshooting service observed the cuvettes overflowing. Service replaced the pump, probe wash, bellows type (rohs)_part number 7-204102-01. The part was deemed the likely causes for the discrepant patient results. The module function was verified with a control run. An instrument service history review revealed no additional erratic or discrepant patient results reported for c402610. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the pump, probe wash, bellows type (rohs)_part number 7-204102-01 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module or the pump, probe wash, bellows type (rohs)_part number 7-204102-01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results for multiple assays for 2 patients on the architect c4000. No results reported out. The customer repeated on another analyzer with expected results. The following data was provided: sid (B)(6). K+ 1.9 mmol/l repeated 3.7 (normal range 3.5 ¿ 5.1). Calcium 5.4 mg/dl repeated 8.5 (normal range 8.4 ¿ 10.5). Sid (B)(6). Na+ 100 mmol/l repeated 139 (normal range 136 ¿ 145). K+ 1.2 mmol/l repeated 3.9 (normal range 3.5 ¿ 5.1). No impact to patient management was reported.